Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for an implant. During the procedure, the device was prepared according to the IFU's and deployed with a trevisio 10f delivery system. The deployment and device positioning were difficult. The device has been recaptured few times but the exact number of recaptures and manipulations is unknown. The device was still not released and while examining the device position on transesophageal echocardiogram (tee), the device got unexpectedly detached from the cable. Tee images showed that the device was not positioned correctly and not sitting properly on the septum. The physician alleged that difficult anatomy that was requesting multiple recaptures and repositioning. The exact number of recaptures is unknown. The device was retrieved using snares and larger sheaths with some difficulties. The device was finally retrieved and replaced with occlutech asd device 21mm. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for analysis and the investigation confirmed the device met functional and dimensional specifications. Information from field indicated that the device migration was believed to be due to difficult patient anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.